Manufacturer narrative:
The probnp ii reagent expiration date was not provided. The e801 analytical unit serial number was (B)(6). Based on the provided data, qc and calibration were within expectations. The sample was requested for investigation but was no longer available. The investigation did not identify a product problem.

Event description:
We received an allegation about questionable results for 1 patient sample tested with elecsys probnp g2 (probnp ii) assay on a cobas e801 analytical unit that did not match the patient's condition. Result: 2257 pg/ml. The physician questioned the result as it did not match the patient's condition.